Event description:
The customer reported that the unit keeps rebooting.

Manufacturer narrative:
The customer's reported that the unit keeps rebooting. Philips evaluated the unit and verified the failure. Replacing the internal data card resolved this issue.